Event description:
It was reported that the pt underwent an epistomy repair. Four days later the wound dehisced. There appeared to be no subcuticular suture left in the wound. The wound was not resutured and was treated with sitz baths and left to heal by secondary intention.